Manufacturer narrative:
Product ID: 7433, serial# (B)(4), implanted: (B)(6) 1994, product type: programmer. (B)(4).

Event description:
It was reported that the patient¿s patient programmer (pp) was burned up in a house fire so he had been using the magnet which was working to turn the implant on/off. The patient wasn¿t sure if the implant would work as it was supposed to. The patient then reported that his fingers were cramping up with stimulation, and if he moved his arm around a little it would work right which started six months prior to the report. The finger cramping happened before he was implanted with a pacemaker/ICD but it got worse around the time the pacemaker/ICD was implanted. It was noted the ¿heart thing¿ was on the left side and the stimulator was on the right side. The patient¿s stimulator was implanted to help with pain and he had issues going through his fingers and arm and could hardly write. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.